Event description:
Consumer reports testing with their plink meter and getting different results with their other meter. Analysis run on clark error grid using competitive reading (199) as ref. Points vs bd reading (375) yielded data points in the c range of the grid, outside acceptable limits.